Manufacturer narrative:
(B)(4) - explant of lens.all pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
It was initially reported that while inserting a za9003 25.5 diopter intraocular lens (iol) into the patient¿s right eye, the trailing haptic came loose from the optic and remained in the cartridge. The surgeon then cut the lens in order to remove it. The incision was not enlarged. This lens was removed and replaced with the backup lens of the same model and diopter without any complications or issues. At one week post implant this second lens was explanted from the eye as the patient was experiencing high intraocular pressure (iop). The surgeon does not attribute the high iop to the lens but to the procedure. There were no issues associated with this lens. The surgeon decided not implant another lens at that time in order to allow the eye to calm down. At the time of this report the patient has not had another lens implanted to date.